Manufacturer narrative:
Immucor technical support use a remote electronic connection method to access and assess the test wells on 02mar2016. The test well in question visually appeared negative, which was consistent with the instrument output. The immucor laboratory tested retention product on 07mar2016, which performed as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when using gamma-clone anti-k (monoclonal) with galileo neo testing methodology, when tested on (B)(6) 2016.